Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose was 393, 419, 270, 76 mg/dl within 10 minutes, with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.